Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, ce eluting coronary stent systems (eccs) instructions for use, as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with chest pain and coronary angiography showed triple vessel disease. Two xience xpedition stents were implanted. A 2.5x38mm was implanted in the 90% stenosed, mid left anterior descending (lad) artery and a 2.5x23mm was implanted in 80% stenosed, distal circumflex (cx) artery. The patient was discharged on (B)(6) 2014. In (B)(6) 2017, the patient was re-hospitalized for chest pain. Echocardiography showed cardiac function reduction and medication was given. The status of the implanted stents was not provided and the physician could not provide the relationship of the event to the implanted stents. The patient continues to experience occasional chest pain. No additional information was provided.